Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized due to the event and was treated with unspecified antibiotics (doses, routes and frequencies were not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was treated with vancomycin (500 mg every 24 hours) for peritonitis. Twenty eight days after event onset, treatment with vancomycin was discontinued, the following day, the patient was discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.